Manufacturer narrative:
Batch review performed on 17 july 2018: lot 154755 : (B)(4) items manufactured and released on 14 january 2016. Expiration date: 2020-12-19 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reference 02.12.0026l (k140826) femoral component sphere cemented size 6+ l: lot 142555: (B)(4) items manufactured and released on 06 may 2014. Expiration date: . No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reference 02.07.1206l (k090988) tibial tray fixed cemented size 6 l: lot 151669: (B)(4) items manufactured and released on 15 june 2015. Expiration date: 2020-05-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 1 year and 7 months after primary. The patient was positive for staphylococcus epidermis. The surgeon removed all hardware and implanted medacta hardware as a spacer. The surgery was completed successfully.